Event description:
It is reported that the device was implanted in 2001, and revised in 2006, due to an osteolytic cyst. The revision surgery was carried out with change of tibial insert, excision of the cyst, reconstruction (with spongy bone) and stabilization with a 9-hole-liss locking plate.

Manufacturer narrative:
H3: cause cannot be definitively determined. H6: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.